Event description:
In 2009, the lay patient contacted lifescan (lfs), alleging that her on touch ultra meter reverted to the set up mode. On june 3, 2009, the medical surveillance specialist (mss) spoke with the patient and obtained additional information included below. The patient said she change the subject meter's battery three days prior to original date, and the meter reverted to the set up mode afterward. The patient said she was unable to test her blood glucose after the meter reverted to set up mode. She said she continued to take her usual oral diabetes medication an exercise. On original date, the patient said she had tingling in her feet and frequent urination. She went to see her doctor the next day. She said she could not remember the result obtained on the doctor's office, although the result was elevated. She was given an extra oral diabetes medication pill to take. No changes were made to her usual diabetes treatment regimen. The customer care advocate (cca) noted the lfs meter reverted to set up mode after the battery was changed. The cca walked the patient through resolving the issue. This complaint is reported because, the patient alleges her lfs meter reverted to set up mode and she was unable to test her blood glucose. She claims that she experienced frequent urination after the product issue started. Frequent urination can be associated with hyperglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.